Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed inflammation and the iol was explanted. Additional information provided on the questionnaire, indicates that the patient developed hyperemia, corneal edema, keratic precipitates, cell, flare, fibrin, hypopyon and vitreous clouding approximately one week after the implantation. An anterior chamber washout and vitrectomy were performed. There was no bacterial testing performed. The patient was treated with steroids, antibiotics and non-steroid anti-inflammatory medication. The clinical judgment was documented as infectious.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided indicates that the outcome of the event was recovered. The physician is not willing to provide the bacteriological test results and slit lamp photos.